Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, error test, rewind and displacement test. No alarms noted. However, unable to prime unit during the prime/ test and motor error alarm during basic occlusion test due to faulty sensor resistor. The drive support was inspected and no anomaly noted. Unit received with cracked case at reservoir tube window corners, cracked battery tube threads and minor scratches on lcd window. Unit received with corroded battery tube. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump experienced a compromised force sensor system alarm. The customer's blood glucose level was 80 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.